Event description:
It was reported the pt experienced an overstimulation sensation. The pt was reprogrammed by a MFR rep and approximately 24 hours after reprogramming the overstimulation began. The pt would decrease stimulation, however, the amplitude felt like it was becoming more intense. The pt turned the amplitude down to 0.1 volts. The pt was at home at the time of the report. The pt was directed to contact the physician. The pt was seen by the physician. The pt's device was reprogrammed. The pt's stimulator is located in the back. The pt no longer has problems with her system. The pt's problems were not related to the implanted system. Additional info has been requested form the hcp, but was not available as of the date of this report.